Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that while actively monitoring a patient, at approx 6:47 am this m300 stopped transmitting data and a 'bled disconnected' message appeared at the associated ics central station. At approx 8:46am, a monitor tech was doing strip reports and noted the 'bed disconnected' message for this m300. It was reported that the pt appeared to have been discharged without any user intervention. The pt was readmitted to the ics at approx 8:46am and there was no pt injury reported. Draeger reference number: (B)(4).